Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 27may2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause of the reported issue was due to a missing o2 path inline flow normalizer in gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The service engineer (se) inspected the device. The se confirmed the reported issue and replaced the flow sensor assembly to address the issue. The ventilator passed all testing.

Event description:
It was reported that prior to use the ventilator made a noise when oxygen was added. The ventilator generated an "alarm message: oxygen not available" error code. The patient was not harmed or injured as a result of the reported event and was placed on an alternate ventilator. Event date not specified; estimate used.